Event description:
It was reported that the patient complained of on and off chest discomfort for two weeks due to sternal wound infection. The patient experienced purulence on sternal wire with cultures of methicillin-susceptible staphylococcus aureus (mssa). The wound was treated with granudacyn. Log file captured low flow events on (B)(6) 2025. There were also several low flow flags. The cause of low flows was probable to be transient hemodynamic change; the low flows resolved itself. There were no symptoms observed at the time of low flows. The patient continued using negative pressure wound therapy (npwt).

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms. Although a specific cause for these events could not be conclusively determined through this evaluation, the account suspected the cause to be a transient hemodynamic change. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported infection and chest pain could not be conclusively established through this evaluation. The controller event log files contained events from (B)(6) 2025. One low flow hazard alarm was observed on (B)(6) 2025. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed it was reported that the patient complained of chest discomfort due to a sternal wound infection; the wound was cleaned and treated. It was also reported that the patient had experienced several low flow events. It was communicated that the patient was asymptomatic at the time of the low flow events, and it was thought that the cause was due to transient hemodynamic changes. It was also communicated that the low flow events resolved on its own, and the patient was using negative pressure wound therapy to treat the infection. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. B are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, pump pocket), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Sections 1 and 4 of the IFU also state that the pi calculation represents cardiac pulsatility, with values typically ranging from 1 to 10. Generally, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Section 6 of the IFU, "patient care and management", lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.